Manufacturer narrative:
Postal code: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral lithotripsy using a ncircle tipless stone extractor, the basket would not open or close. The device was inspected and tested prior to use. The basket became unable to open or close during use for extraction of stones from the kidney and urinary tract due to an unspecified problem with the device handle. Another ncircle tipless stone extractor was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, during a transurethral lithotripsy using a ncircle tipless stone extractor, the basket would not open or close. The device was inspected and tested prior to use. The basket became unable to open or close during use for extraction of stones from the kidney and urinary tract due to an unspecified problem with the device handle. Another ncircle tipless stone extractor was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned in an open package. The sheath was separated just below the flared tubing. There was a kink in the device approx. 9.5 cm from the distal tip. The basket would not open or close. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was not functional due to sheath damage. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.